Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient stated that their communicator is not holding a charge. They stated they have to get an MRI done, but they rescheduled it because even though they charged the communicator to green, it showed not charged. The patient added that they charged it again that morning and it was green, but the MRI facility still said it was not recognizing it as being at least 30% charged and they couldn't safely do the test. Agent walked caller through connecting the handset and communicator. They confirmed therapy was off and saw por message, which patient was able to clear. Agent reviewed MRI guidelines and eligibility. Patient was able to use external devices successfully to activate the MRI mode. Agent reviewed external devices are working as expected. Patient also mentioned that the therapy was not working properly and hasn't been using it in years.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.